Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the surgeon opinion of contributing factors to increased absorption? I placed three sheets of surgicel and 1 sheet of intercede on top of the uterus. I have never had this reaction before but was concerned that there might be an unknown cross reaction from those materials that increased dissolution time. What is the surgeon opinion regarding the 1500ml blood in the abdomen? It was assumed that the 1500 ml was a results of consistent seeping of blood from serosal layer of uterus secondary to suture failure. What does the surgeon believe caused/ contributed to the bleeding? It was assumed that the 1500 ml was a results of consistent seeping of blood from serosal layer of uterus secondary to suture failure. What is the current condition of the patient? She has been seen for one postoperative visit and is doing well.

Event description:
It was reported that the patient underwent a laparotomy myomectomy procedure on (B)(6) 2018 and the absorbable adhesion barrier was used on the top of uterus. During the procedure, fibroids were taken out. The procedure concluded without complications. It was also reported that the patient subsequently became unstable, went into hypovolemic shock and required return to or on (B)(6) 2018 for exploratory laparotomy. Upon reentry, there was 1500 ml of blood in the abdomen. The doctor opined that the 1500 ml was a result of consistent seeping of blood from serosal layer of uterus secondary to suture failure. Upon inspection of the abdomen, the patient¿s uterus had been wrapped with sheet of absorbable adhesion barrier prior to initial closure. The doctor opined that they have never had this reaction before but was concerned that there might be an unknown cross reaction from those materials that increased dissolution time of sutures. Currently, the patient has been seen for one postoperative visit and is doing well.